Event description:
I am a first-time user and I inserted my first dexcom g7 wearable device and it was not able to synchronize (synch) at all. I attempted for 7 days with different wifi, different locations, etc. The sensor was faulty. There should be a way to synch device and check this before inserting on body.